Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level ranges from 295 mg/dl to 600 mg/dl. The customer also experienced lows ranging from 27 mg/dl to 37 mg/dl. The customer stated she was experiencing symptoms of dry mouth and sleepiness as a result of her high blood glucose levels starting three weeks ago. The customer treated with bolus for high blood glucose levels and also gave self manual insulin shots. The customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of high blood glucose level. The customer she treated low blood glucose levels with 4 or 5 sips of soda. The customer declined to provide lot, mmt, date, and current blood glucose level for issue since it was in the past. The customer was assisted through troubleshooting via self test and the insulin pump passed. The customer stated the infusion set cannula was bent. The customer was advised that the infusion set will be replaced. The infusion set will be returned